Manufacturer narrative:
(B)(4). No conclusion code available. Failure observed during analysis. A partial lead with the lead tip measuring 42.5cm was returned for analysis. External insulation abrasion was noted at 24.7-25.0cm from the distal tip, consistent with lead friction to another device or feature of the patient anatomy. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.